Event description:
Event: swelling ankle, pain in lower parts of leg, swelling in hands, pain in hands. In 2007- a female pt received three artzal injections with very good result. Unk-she recently received artzal injection into the opposite knee for joint arthritis. Unk-she experienced her ankle swelling and pain in lower parts of leg 2 days after the first injection of the knee. She had sought emergency ward for control of contingent blood clot, but nothing had been found. Unk- she also experienced pain and swelling in hands a day after. Unk-she received treatment with nsaid and alvedon after dvt had been ruled out. Unk- the symptoms, such as tense and hurting calf remained. In 2008- she still had unchanged problems with pain and swelling in her lower leg and hands. On the same month, she had been remitted to a rheumatology clinic due to suspicion of concurrent sickening rheumatologic disease. The reporting physician suspected that he had given the injection a little outside the joint. There is no info that the physician considered the event related to artzal.

Manufacturer narrative:
This is a definitive report. Our medical adviser's comment. This would be considered that these symptoms of this case were attributed accidentally occurrence of complication rather than reaction to artzal. It was suspected such as rheumatoid arthritis, polymyalgia rheumatica, remitting seronegative symmetricalsynovitis with pitting edema on these clinical symptoms. Although the symptoms occurred shortly after the injection, no reaction was found around the injection site. Therefore, the symptoms including in the lower leg unlikely relate to artzal injection.